Event description:
During an in-clinic follow-up, increased capture threshold and decreased pacing impedance were observed on the right ventricular (rv) lead. Lead insulation damage was suspected to be the cause of the event but it was not confirmed. Diagnostic imaging was performed but no anomalies were observed. No intervention has been performed. The patient is stable and will continue to be monitored.